Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/17/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: evaluation revealed a dim, discolored display screen. Initial reporter: (B)(6).